Event description:
A device report from (B)(6) indicated patient status post implantation for reverse type of trochanteric fracture at another hospital on an unknown date was used with a wire from zimmer. Pt returned to (B)(6) hospital on an unknown date with surgeon finding the pfna broken on the distal hole of the nail. Surgeon removed the nail and blade on an unknown date and revised the pt to a longer nail.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.